Event description:
(B)(4). I had the essure placed on (B)(6) 2015. Approximately two weeks later the migraines started. These aren't just regular migraines, these last days and nothing helps. In between migraines I have a continuous dull to mid grade headache. I can feel the coils in my tubes. I feel a poking in my right tube continuously and in my left if I move or lay the wrong way. I have nausea almost all of the time. I have really bad acne and greasy hair. I feel like I'm in high school again! My skin itches when I go out in the sun. I have diarrhea and constipation. These are just some of the side effects